Manufacturer narrative:
The reported product has been returned and is currently undergoing the investigation process. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported their abbott diabetes care device displayed a "pc" message. The product was returned and investigated for for the displayed pc message, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There is no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) was returned ad investigated. A visual inspection was performed on the returned reader and no issues were observed. Reader was powered on with the button. Reader was connected to the pc and software was not able to recognize the reader. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and burn marks were observed. An extended investigation has been performed. A visual inspection of the reader was performed using digital microscope and burn marks were observed on the chip of the returned reader therefore, the observation made in the next investigation is confirmed. Contamination due to liquid ingress was also observed near the battery connector and near the battery management chip. The returned reader was brought to the bench to perform functional testing. The returned battery was measured to be within specification. No abnormalities were observed on the returned battery, and it was observed to charge normally when connected to a charging cable. When powering on the returned reader, ¿connected to computer¿ message was observed. Off-current consumption testing was performed to check the current draw of the returned reader. The off current was measured , which is within the required specification indicating that the reader was not drawing excess electrical current from the battery. Additionally, a thermal inspection was conducted using a thermal camera however, no abnormal hotspots were observed. A built-in self-test was conducted using the reader's software and was observed to pass. Due to the connection between the battery management chip, battery connector, and the chip, the contamination from liquid ingress is likely to have caused an intermittent short which resulted in the burn mark on the chip. Therefore, this issue is not confirmed to use due to liquid ingress. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the products met specifications prior to release to distribution. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported their abbott diabetes care device displayed a "pc" message. The product was returned and investigated for for the displayed pc message, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.